Manufacturer narrative:
(B)(4). (B)(6) clinical trial. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on december 13, 2016 that a wallflex biliary rx uncovered stent was implanted in the distal common bile duct during a stent placement procedure performed on (B)(6) 2015 as part of the (B)(6) clinical trial. The patient had a history of pancreatic cancer and was enrolled in the study for palliative treatment of biliary strictures caused by malignant neoplasm prior to curative intent surgery, with or without neoadjuvant therapy. Reportedly, the patient¿s malignant neoplasm is considered resectable and the patient is intended to undergo curative intent surgery greater than 4 weeks to lesser than or equal to 8 weeks post stent placement. On (B)(6) 2015, an assessment of biliary obstructive symptoms (abos) was taken and reported jaundice. Liver function tests were also performed on (B)(6) 2015 the patient underwent an endoscopic retrograde cholangiopancreatography (ercp), CT scan,endoscopic ultrasound(eus) with fine needle aspiration (fna) for imaging/tissue sampling during the stent placement procedure on (B)(6) 2015. The procedure was done in an outpatient setting. A pancreatogram was performed during the procedure and prophylactic nsaids were administered. Reportedly, a biliary sphincterotomy was also performed during the procedure. The study stent was implanted on (B)(6) 2015 in a satisfactory manner during the ercp. On (B)(6) 2016, biliary obstructive symptoms were taken and no symptoms were reported. On (B)(6) 2016, the study stent was noted to be occluded due to ingrowth. A biliary reintervention was done for the management of biliary obstructive symptoms. It is unknown if this is a recurrence of the original biliary stricture. A second wallflex fully covered stent was implanted stent-in-stent within the first stent. The patient¿s condition post-procedure was noted to be fine.